Event description:
Additional information received reported that the patient received assistance from the doctor or manufacturer representative and that her concerns were resolved. The patient had an appointment scheduled for (B)(6) 2012. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Product ID 3889-28 lot# j0406540v serial# implanted: (B)(6) 2005 explanted:; product typ lead product ID 3095-10 lot# serial# (B)(4) implanted: explanted:; product typ extension product ID 3037 lot# serial# (B)(4); product typ programmer, patient. (B)(4).

Event description:
It was reported the patient experienced feelings of "lightening" when she bent over. The patient reduced the implantable neurostimulator settings from 8.0 volts to 4.0 volts, which allowed the ins's battery life to be extended to (B)(6) 2011, at which point, it depleted and was explanted. It was determined that the lead wire was "sticking out" because the patient had lost weight. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).